Event description:
After an implantation period of approx. 55 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
(B)(6) 2019 - we were informed that this lead was explanted on (B)(6) 2019. Upon receipt, the lead under complaint was found cut 10 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was visually analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The analysis of the provided iegm recordings revealed artefacts in the rv and ff channels, which led to the reported oversensing and inappropriate ICD charging cycles and inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.